Manufacturer narrative:
Further information was requested, but no information was provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing (pptwos). No patient condition or additional information was reported.